Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The print on the returned meter label is rubbing off, however this defect does not affect product performance. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. Complaint unconfirmed.

Event description:
Caller indicated the relion prime meter was giving low readings. Caller is complaining that the meter keeps reading "lo" since he opened this bottle of strips and blood sugar is not low as he isn't having any low blood sugar symptoms. He tested 5 times and received "lo" every time. He performed a test with his other blood glucose meter and received a reading of 123. He is unsure of how long he's had the meter, but he thinks about a year and a half. He changed the battery in the meter about 3-4 weeks ago. Caller has two bottles of strips and both read "lo." Customer keeps test strips in original bottle. Stores entire system when not in use in his living room in the basement. Finger testing only, strips seem to be sucking up the blood. Controls not used. Replacing product.